Manufacturer narrative:
Complaint (B)(4), received 1rk and 5pc 454323/b2304339 for evaluation. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Draw volume measurements were found to be in acceptable range. The alleged malfunction could not be duplicated. Corrected data: h3: received samples; h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
The customer located at 6190 ft., provided a photograph and reported the tubes underfilled. The customer advised their aides routinely have to draw 2-3 tubes to get one tube that is properly filled. The customer advised their aides draw with a competitor needle and holder set. The customer advised waste tubes are used when blood is drawn with a butterfly needle set.